Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor passed per spec with accurate readings. Also found canula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. It was also reported that insulin pump alarmed lost sensor and has a bent cannula the blood glucose reading was 298 mg/dl. Nothing further reported.